Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study ID (B)(6). Clinical study name: faradise. Subject ID: (B)(6). It was reported that during a procedure a faradrive steerable sheath was selected for use, however, the sheath presented an issue related to a valve leak, therefore it was decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. It is unknown if the device will return for laboratory analysis.